Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severly calcified left anterior descending artery. A 2.50mm x 15mm nc emerge catheter was advanced for dilation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed from the patient intact and the procedure was completed with a different non bsc device. There were no patient complications nor injuries were reported.